Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was air bubbles on the reservoir part of the insulin pump. Customer stated that they change the entire set then it happens again and it was a recurring problem with the insulin pump. Customer stated that location of the air bubble was tubing. Customer did not have a reservoir plunger available. No harm requiring medical intervention was reported. The device will not be returned for analysis.